Event description:
It was reported that removal difficulty occurred. The patient presented with peripheral arterial disease and underwent angiogram. The chronically totally occluded target lesion was located in the non-tortuous and severely calcified distal anterior tibial artery. A 018/260cm platinum plus guidewire was advanced. Upon crossing the lesion, the guidewire prolapsed into a knot and could not be removed through the 018 sterling balloon catheter or the 035 rubicon guide catheter. The guidewire was removed intact with the guide catheter. However, during withdrawal, the guidewire tip completely unraveled. The procedure was completed with a 014 savion guidewire. No patient complications were reported.

Event description:
It was reported that removal difficulty occurred. The patient presented with peripheral arterial disease and underwent angiogram. The chronically totally occluded target lesion was located in the non-tortuous and severely calcified distal anterior tibial artery. A 018/260cm platinum plus guidewire was advanced. Upon crossing the lesion, the guidewire prolapsed into a knot and could not be removed through the 018 sterling balloon catheter or the 035 rubicon guide catheter. The guidewire was removed intact with the guide catheter. However, during withdrawal, the guidewire tip completely unraveled. The procedure was completed with a 014 savion guidewire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned for this complaint, and it was observed that the coil wire was unraveled, and the core wire was detached at 2.5 cm from the distal tip to the transition point. Under microscope it was observed that the core wire was detached at the transition point. The outer diameter of the distal, middle and proximal sections of the device are within specifications.